Event description:
A customer reported a high reading issue with the adc device. The customer reported a sensor reading of 120 mg/dl, and self-treated with unspecified dose/type of inulin. The customer reported subsequently immediately losing consciousness. An ambulance was called and customer taken to hospital for unspecified treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.